Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray controller pcb and gib pcb were evaluated and replaced. The cmos settings were also reset. The sys was tested and found to be working as intended and returned to svc.